Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. No problems or issues were identified during this device history record review. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cassette was causing both pumps to alarm "no disposable" and was unable to resolve until a new cassette was placed on the pump. No further details provided. There were no reports of patient harm reported.